Event description:
It was reported that the users noticed a shutdown of the device during use. There was no detail in the report which would reasonably suggests that consequences for a patient may have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
It was further stated that an engineer of the hospital determined that the device will not run on battery when the power cord is being removed. The device could be returned to use after replacement of the internal battery. Dräger concludes that the most likely explanation for the reported event would be the following: the savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery, the voltage drop may be that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed, and the device resumes ventilation with previous settings. But if the battery voltage was that low that the start procedure of the power supply unit could not be completed the device will be unable to power up again. Appropriate measures to prevent from events like that are in place: dräger recommends regular battery checks and an exchange interval of two years at average use condition. The battery serves as an important feature to compensate mains power losses and thus, the user is advised to check battery availability during each instance of the pre-use test - the power plug shall be removed and, the user has to check if the device continues operation on battery. This test is able to identify an outdated or depleted battery. The device is fourteen years old and not under a service contract - it is not known to dräger when the last battery exchange was performed. Finally, it is concluded by the manufacturer that the malfunction could only come into effect due to other factors such as lack of preventive maintenance and disregarding the manufacturer's recommendation for the pre-use check.